Event description:
It was reported that when using the bd pyxis¿ medstation¿ es chcks3w label printer was not functioning properly. Labels were printing; however, the barcodes were incomplete and not scannable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to incorrect or incomplete printer configuration settings for the zebra zd411 printer and/or usb power management settings causing communication issues. A technical support specialist verified and configured the correct printer installation (zdesigner zd411-203dpi zpl), usb port assignment (usb002/usb003), and printer settings, including media size, type, rotation, cutter mode, thermal direct, and continuous tracking, ensuring that the printing preferences and defaults were aligned. The technical support specialist then performed test print verification, ensured the correct default printer (ftp637u internal thermal printer), revalidated the settings via a bomgar session, and disabled the usb power-saving option in device manager. The system functioned as intended after the technical support specialist troubleshot the device.